Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image; the insertion section came off; the ccd (charged coupled device) objective lens of the insertion section had water mist; and corrosion of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the image was abnormal (blurry) due to water mist on the ccd and internal water ingress caused corrosion of the universal cord, causing the insertion section to come off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had abnormal image during inspection for use. There were no reports of patient harm.